Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 12/13/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 383mg/dl and 364mg/dl not fasting. Reviewed meter memory: 398mg/dl, (B)(6) 2015, 09:52:35 pm, fasting: no; 365mg/dl, (B)(6)2015, 09:24:35 pm, fasting: yes; 183mg/dl, (B)(6) 2015, 06:40:35 am, fasting: no; 261mg/dl, (B)(6) 2015, 02:51:35 pm, fasting: yes; 238g/dl, (B)(6) 2015, 02:25:35 pm, fasting: yes. Customer states she received a result that read 417mg/dl which caused her to go to the emergency room. When she was tested at the emergency room she states they obtained a result of 117mg/dl.

Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 12/13/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 383mg/dl and 364mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states she received a result that read 417mg/dl which caused her to go to the emergency room. When she was tested at the emergency room she states they obtained a result of 117mg/dl.